Event description:
Patient had PICC line in right saphenous vein. Rn noted that IV fluids were leaking from the line. Upon further examination by md it was determined that the line was leaking at the tubing between the cap and wings. Small holes in the catheter were noted in the 1 inch area before the wings. Line was removed and replaced. No lot number available due to packaging being discarded prior to problem occurring. Staff reports that this has occurred previously, however, at those times, the device was returned to the manufacturer rep and not saved or reported through this department.